Event description:
It was reported that the patient presented in the hospital experiencing discomfort. Upon review, it was noted that the implantable cardioverter defibrillator (ICD) was in back up mode. The ICD was successfully restored. There were no patient consequences.